Event description:
A pt was undergoing a procedure in the rca. The lesion site was predilated. While advancing the stent over the 195cm s'port guidant wire, the physician felt resistance, and he stopped trying to advance the stent delivery system (sds). While attempting to withdraw the sds, the wire locked onto the sds and both the wire and the sds had to be removed. Once wire position was lost, the physician finished the case as a plain old balloon angioplasty (poba) only, which necessitated inserting a new wire and balloon. There was no pt injury.